Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 22.44mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s glucose level rose to 400 mg/dl while wearing the pod, on their abdomen, between 25 and 36 hours. Investigation of returned device found that a portion of the cannula to be torn off. The device was originally reported for not sure delivering insulin. As treatment, a new pod had been placed.